Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that a revision has occurred due to pain. (Unknown hip) doi: unknown. Doe: unknown. Update 8/30/12 litigation papers received that allege the patient suffered from extreme pain causing difficulty ambulating, dangerously high metal ion levels causing serious and permanent damage. No new information received that would change the outcome of the investigation. Update rec'd 12/8/2014- ppd received. Dob and part/lot information provided. Stem and sleeve being added for elevated metal ion levels.

Event description:
Litigation papers received that allege the patient suffered from extreme pain causing difficulty ambulating, dangerously high metal ion levels causing serious and permanent damage. (Right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that a revision has occurred due to pain. (Unknown hip).